Event description:
The patient was enrolled in the champion-af study on (B)(6) 2021 with patient identifier (B)(6) . It was reported that cerebral vascular accident (cva) occurred. Approximately one month after enrollment, a left atrial appendage (laa) closure procedure was performed and a 20mm watchman flx laa closure device was implanted. One-hundred and ninety-five days post-implant, the patient presented to the emergency department (ed) with left leg weakness since that morning. Upon initial presentation, the patient was unable to move legs and reported chronic numbness on bottoms of feet. The patient's blood pressure was 200/64 for which hydralazine was administered. Lab work was performed for bun/creatinine levels, which were reported as 33/1.5. Neurological exam revealed left lower extremity (lle) weakness with significant ataxia and normal sensation. The patient was able to hold the left leg off the bed for five seconds. The right lower extremity was normal. There was no focal deficit and speech was normal. Gcs eye subscore was 4, for verbal it was 5, and for motor it was 6. The same day computed tomography (CT) of the head/brain without contrast was performed which revealed no acute intracranial abnormality. Furthermore, mild brain parenchymal volume loss was noted along with moderate chronic small vessel ischemic changes in the white matter. The same day CT angiography (cta) of the head and neck with contrast was performed. Cta of the head revealed no large vessel occlusion, no significant intracranial arterial stenosis, and a right posterior communicating artery infundibulum was noted versus a small aneurysm. Cta of the neck revealed high-grade, 90% stenosis at the proximal left internal carotid artery and 50% stenosis at the proximal right internal carotid artery. There was no significant vertebral artery stenosis noted. Throughout the course of the ed visit, the patient was re-evaluated multiple times with slight improvement in left leg function and was able to ambulate with assistance. The patient was admitted to the hospital. Neurology consult was performed noting that the patient was alert, oriented, language was fluent without errors, followed commands, no dysarthria, pupils equal round and reactive to light, extraocular motion intact, visual field intact to confrontation, no nystagmus. Cn v1-v3 intact to light tough, no facial asymmetry, hearing clinically intact bilaterally, scm/trap full strength, tongue protrusion midline, no uvular deviation, normal tone and bulk, strength was 5/5 throughout on individual muscle testing except lle which was 4+/5 proximally, no pronator drift, bilaterally. Normal finger-to-nose bilaterally and mild ataxia out of proportion to weakness in lle. Carotid artery duplex ultrasonography bilateral revealed antegrade flow bilaterally in vertebral arteries, 50-69% stenosis of the right internal carotid, and great than 70% stenosis of the left carotid artery. Magnetic resonance imaging (MRI) of the brain without contrast revealed punctate acute infarcts in the right frontoparietal region medially measured up to 3x4mm, moderate changes to chronic small vessel ischemic disease, volume loss, mastoid effusions, and paranasal sinus disease. The patient was diagnosed with ischemic cva and carotid stenosis was suspected as a possible etiology of the cva. At the time of this event the patient was on aspirin. On the day of the event the patient was administered aspirin 325mg. The following day, improvement in symptoms were noted. The patient was started on clopidogrel and recommended to continue oral anticoagulants for 3 weeks and then clopidogrel would be continued alone. Vascular surgeon consultation noted lle strength was 5/5 and hypertension was controlled. The following day transthoracic echocardiogram (tte) revealed ejection fraction of 65%, normal left ventricular systolic function, no segmental wall motion abnormalities, reduced left ventricular cavity size, mild to moderate concentric hypertrophy with sigmoid septum, trivial to mild mitral regurgitation and abnormal septal motion were noted. The following day (3 days after presenting to the ed), the patient was discharged to a rehabilitation/nursing facility and the event was considered to be resolved.